Manufacturer narrative:
The handpiece was received at the manufacturer for testing. Based on the initial evaluation details, a possible cause for the reported complaint is problems with the indexing button, which was replaced along with other components. A follow-up report will be submitted if the final results of the quality investigation require one.

Event description:
It was reported that a blade flew out of the handpiece during a total knee procedure. Another device was used to complete the procedure. There were no adverse consequences reported as a result of this event.